Event description:
Medwatch form received that states "caregivers deaccessed vp16 and cisplat at 2300 hrs after defective tubing discovered; vp16 and cisplat found to be seven hrs behind schedule. The medical port line was found to be leaking and later broke off. The needle was deaccessed and accessed with 19 g needle with good blood return. The chemo which was infusing slowed up to 10cc's per hr, then 5 cc's per hr due to not enough fluid in bag to stay on schedule. Approx 10 cc's of chemo leaked on floor." Customer contact reports that the sentence "the chemo which was infusing slowed to 10cc's per hr, then 5 cc's per hr due to not enough fluid in bag to stay on schedule." Which was included on medwatch report should be disregarded as this was not related to abbott product malfunction. Customer further reports that pt was receivng chemotherapy infusion by way of a peripheral mediport access site. The tubing connector broke off inside the mediport which had to be deaccessed (removed) and a new mediport reaccessed (inserted). States the pt infusion access site had been positional resulting in constant pump alarms. States the chemotherapy leak was not related to port and tubing break, but instead leak was not related to port and tubing break, but instead leak was from a different area of tubing. There was no chemotherapy solution spill onto the skin of the pt or staff. States these combined factors contributed to chemotherapy infusion delay as reported in medwatch form. There was no adverse outcome to the pt.